Event description:
It was reported that three weeks after a procedure utilizing the multifix s peek 5.5mm anchor, the patient fell and the anchor had pulled out of the bone. The patient will have to undergo a revision surgery to correct the damage sustained from the fall. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported multifix s device was not received in the investigation lab for evaluation and intended for treatment. A relationship between the device and reported incident cannot be established since the product was not received into the lab for investigation. Visual inspection and functional evaluation of the product could not be performed because the device was not available for investigation. From the information provided, the patient fell post-operation and the anchor pulled out of the hole. An exact root cause for the failure is uncertain as the device was not available for investigation. However, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: bone quality where the anchor was implanted may have been poor or limited which could lead to implant pullout or bending or twisting the inserter handle during and after insertion can cause damage to the implant or lead to incomplete insertion. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.